Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material observed in nozzle could not be determined, as there was no device deformation observed than might contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. Inspection of the endoscope. ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. Inspection of the objective lens cleaning function. ¿inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of inadequate air supply was confirmed. Due to clogging of the nozzle, air supply volume does not meet the standard value. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. The following additional findings were also noted: bending angle in up direction does not meet the standard value, white-clouded area on the adhesive around the light guide lens and objective lens, assorted scratches, wrinkled universal cord, shaved grip, dent on the probe cover, peeled paint on the aw cylinder, dirty scope connector due to water leakage, water removal ability and water supply volume does not meet the standard value, white-clouded area on the adhesive on the bending section cover, chipped adhesive on the bending section cover, the play of up down knob is out of the standard value, and peeled paint on the suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer inadequate air supply while inspecting for use of evis lucera elite colonovideoscope. The diagnostic procedure was inspected prior to use and completed with a similar device. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.